Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced that the door failed to latch through the experience of a constant close door alarm. This was caused by a failed latch switch on the lower auxiliary assembly. The lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump's door failed to latch. During baxter's eval it was discovered door was constantly alarming to close door. Any pt involvement, injury or medical intervention is unk.